Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they had excessive pressure/pain (including stabbing sensations on the left side), and tinnitus, which it was attributed to the aligners. Contraindicated.